Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20008.

Manufacturer narrative:
Result: the report of erosion cannot be confirmed by product testing. The returned leads could not be fully analyzed because they were returned incomplete. All segments, except for the one lead body segment, were tested for continuity and no opens were found. Visual inspection of the lead body segment found no broken wires. The leads had no issue reported against them and per the event details they were functioning at the time of explant. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report# 1627487-2015-20008

Manufacturer narrative:
(B)(4). Returned product was not analyzed as the complaint of erosion cannot be confirmed via lab testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.